Manufacturer narrative:
Correction: section h6 method code 4114 in the initial report should have been 4115. This correction is reflected in this additional report 1.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient did not recharge the implantable pulse generator (ipg) as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.